Event description:
It was reported that two cartridges leaked from cartridge septum. There was no adverse impact to the customer's blood glucose level. Customer changed the cartridge and resumed insulin therapy successfully.